Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury related to essure"), bladder disorder ("bladder problems"), cystitis ("bladder infections"), urinary tract disorder ("urinary problems"), vaginal infection ("vag infections"), vaginal discharge ("vag discharge") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, cystitis, urinary tract disorder, vaginal infection, vaginal discharge and urinary tract infection had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury related to essure"), bladder disorder ("bladder problems"), cystitis ("bladder infections"), urinary tract disorder ("urinary problems"), vaginal infection ("vag infections"), vaginal discharge ("vag discharge") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, cystitis, urinary tract disorder, vaginal infection, vaginal discharge and urinary tract infection had resolved and the mental disorder outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, mental disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.